Event description:
On (B)(6) 2012, the patient claimed his blood glucose was erratic ranging from 40 mg/dl to 370 mg/dl. The patient reportedly did not have any high blood glucose symptoms but felt dizzy and shaky when his blood glucose drops below 50 mg/dl. The patient denied any inadvertent infusion. The patient administered self treatment with juice and glucose tablet. His blood glucose was at 131 mg/dl at the time of call. The patient's blood glucose reading is within target except for after breakfast when his blood glucose is elevated around 200-300 mg/dl. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. The pump delivered insulin accordingly and no inaccurate delivery issue was found. There was no product misused. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had low blood glucose reading of 50 mg/dl and symptoms suggestive of hypoglycemia while on insulin pump therapy. It is unclear whether diabetes management, product malfunction, use error, or intentional misuse contributed to the alleged incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the black box recordings go back to (B)(6) 2014. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2012 have been overwritten. The current black box and alarm history showed no error messages associated with the complaint. Daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump was tested on a delivery accuracy test and passed. The battery cap was not returned with the pump so a test cap was used to complete testing. The complaint could not be duplicated or verified as the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.